Manufacturer narrative:
E1 phone number (full): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during setup and inspection for use of their eus ultrasound bronchofibervideoscope device, it was discovered that the device produced image noise. The customer later confirmed that the image noise occurred in the endoscopic view, and that the subject could still be recognized. There was no patient involvement.